Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged when customer pulled usb cable out of usb port on pump. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.